Event description:
International affiliate reports pt was admitted following suspecting sub arachnoid hemorrhage. During placement/repositioning of the lumbar drainage catheter; it was noticed that the tip of the catheter was missing and this was presumed to have been sheared on the tip of the touhy needle. Tip did not appear upon subsequent x-ray. Tip is believed to be in the pt and surgeon is not currently contemplating any further action.